Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device's defib output was out of specification. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation for evaluation. During the investigation of the device to determine the root cause, the technician observed damage to the device that's not consistent with typical wear and tear. The cause was attributted to a lifted ECG shield and will be reseated to resolve the report. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.